Event description:
It was reported that during impaction, the tip of the knotless anchor broke off. The tip remained inside of the patient's body which was unable to be removed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified was received and evaluated against the complaint. Device shows minimal signs of use aside from the fractured anchor. The handle trigger and adjustment knob function correctly, extending and retracting the inserter prongs. The anchor tip was completely fractured and was not returned with the rest of the device. The inserter prongs were found to be bent once the anchor was removed. The prongs are bent downward and pushed together. No other damage noted on device. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: complaint could not be confirmed in the dictation provided. Procedure completed with competitor product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.